Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found functionally okay with insignificant anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that there was early battery depletion. A premature battery depletion was reported. The rep tried to read the battery and assess for any issues. No environmental, external, or patient factors were reported to have led or contributed to the issue. There was a report that the implantable neurostimulator (ins) was explanted. The battery was replaced secondary to early battery depletion and a surgical intervention occurred. It was reported that the issue resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.